Event description:
It was reported that, pt fell off toilet in nursing home sustaining femoral fracture, revised to restoration modular without incident. Cup and liner were retained.

Manufacturer narrative:
An eval of the reported device cannot be performed as they were retained by the surgeon and were not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.